Manufacturer narrative:
The customer reported the tubing came apart and returned one unused representative sample of material: mz5304, lot: 25079092. Upon initial visual examination, the set had no defects or abnormalities. There was a note attached to the unused set from the customer, explaining that the maxzero and tubing connection had fell apart, or separated. The complaint of separation was unable to be verified from just the customer note. The customer note is attached to a threaded connection at the maxzero and the set's female luer. The issue is unknown to be reported as a separation at the female luer and the tubing, or at the maxzero and female luer threaded connection. Despite no replicated failure the plant was able to identify a root cause for the separation failure, and actions done to address it. For this failure, the current work instructions were updated to ensure proper assembly between components. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero pressure rated extension set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the rn said tubing came apart and blood went everywhere.